Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found error 48238 in the system logs and the error was present when the system was turned on; no light was available. The fse confirmed that illuminator was at fault and replaced it in accordance with isi's procedures. The fse turned the system on and off several times, confirmed no error was present, and the light turned on each time. The fse also proactively replaced the dual camera ccu (doco) for the illuminator cable, as the cable is part of the communication chain. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the reported failure, "error 48238 illuminator communication error. The light turned off unexpectedly during the procedure." Fa install the unit into a da vinci (si) system and powered on. The error 48238 occurred, which meant an illuminator communications failure. Communications with the illuminator were lost or interrupted for a significant period.

Event description:
It was reported that during a da vinci-assisted incisional hernia repair surgical procedure, the customer called to report a non-recoverable fault. System logs reflected error 48238: illuminator communication error. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power-cycle the system with no resolve. The tse had the customer disconnect the illuminator communication cable from the illuminator and use a third party light source to continue the procedure. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.